Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a low blood glucose episode after eating part of a meal, with a cgm glucose value of 59 mg/dl, and the family inquired about changing the cgm target. Symptoms included hypoglycemia. Outcomes included oral carbohydrate treatment. Troubleshooting and education were provided on cgm targets and the need to consult a healthcare professional or clinical diabetes specialist before making changes. Investigation included a review of use conditions and user feedback, with no device malfunction reported and no device evaluation performed. Investigation of this case revealed that the cause of the hypoglycemia was unclear and no device component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.